Event description:
0n event date, the facility's supv, cardiac procedures informed the MFR's sales rep of the following: the device was implanted in 2001, and the pt lost approx 130 lbs during device implantation. The pt was routinely examined and x-rayed throughout the course of their support and their flows were consistently around 9 liters. On the same day, the pt presented at the hosp with minimal bleeding (via jp drains from the pump pocket), and falling hematocrit (hct). Pt received blood products, but the hct continued to fall. The hosp thought that the pt's bleeding might have been due to intercostals abrasion or the like, so the pt was brought to the or for exploration. Not having any signs of a pump problem (flow still 9 liters), a decision was made to open the pt's chest for exploration. Upon examining the lvad which was running, it was discovered that the inflow valve gore cage suture had broken resulting in a hole in the inflow valve graft due to abrasion/fraying. By the time the frayed inflow graft was discovered, a significant amount of air had entered the pump and was sent directly into the pt. Efforts to swap the existing device were unsuccessful and as a result, the pt died. No further details were provided.